Event description:
The customer reported that she went to the emergency room due to high blood glucose levels. The customer stated that she removed the battery cap from the insulin pump, and couldn't find it after. The customer had to use lantis insulin, but stated that it may have been expired. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.